Event description:
A doctor's office alleged that approximately four (4) patients had their restorative procedures repeated due to sensitivity issues. This is the first of four reports.

Manufacturer narrative:
It was reported by (B)(6), the doctor's assistant, that the patient was female and had the same procedure repeated two (2) times. The doctor's assistant could not recall any further specifics with regard to patient or incident details; however, it was confirmed that the patient is doing fine. A visual inspection of the returned product revealed results within specification. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.